Event description:
Boston scientific was notified that 8 cm of the coil were already pushed into the aneurysm when the physician noticed that the coil was detached. The physician was able to push the detached coil completely into aneurysm. The patient status was described as being good. No patient injury and/or complications occurred and no surgery or additional intervention were required.